Event description:
The customer received questionable ion selective electrode (ise) results for about 63 patient samples and sent corrected reports for about 40 samples. The customer only provided data for one patent sample. The initial results from an aliquot processed by the modular preanalytic analyzer (mpa) were a sodium result of 126 mmol/l, a potassium result of 4.0 mmol/l and a chloride result of 116 mmol/l. These results were reported outside the laboratory. The customer stated all of the sodium and chloride results were flagged. The repeat results from the parent tube were a sodium result of 143 mmol/l, a potassium result of 4.6 mmol/l and a chloride result of 103 mmol/l. The repeat results were believed to be correct. There was no adverse event for any of the patients. The lot number and expiration dates of the electrodes were requested, but not provided. The field service representative found the ise sipper nozzle was not secured to the sipper assembly. He tightened and aligned sipper nozzle. To verify the analyzer operation, he ran ise calibrations and controls which were all good and ran a 20 patient pool comparison between ise 1 and ise 2 which were all good.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.